Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed damage to the knife blade. Based on the evidence available the reported condition was confirmed. An rpa anvil was used for testing. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damages. The device also produced all audible, tactile and visual indicators during the functional testing. The instrument body label was removed for evaluation of the eccentric washer assembly. Evaluation of the eccentric washer noted that it was secured. It was reported that that the anastomotic tissue ring (donut) was found to be incomplete or missing, and the suture tore upon removal of the circular stapler. The procedure was ext ended by 30 minutes the reported issue not used as intended the product analysis noted evidence that the device was not used as intended. Replication of the observed staple guide and knife blade damages may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no unintentional obstructions, such as clips, are incorporated between the anvil and the cartridge prior to clamping. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left colectomy, after the stapler was fired, the anastomotic tissue ring (donut) was found to be incomplete or missing, and the suture tore upon removal of the circular stapler. As a result, the surgeon was required to perform a manual suture to complete the anastomosis. The procedure was extended by 30 minutes due to device issues.